Manufacturer narrative:
The investigation of positioning issues, low pump flow, and heart valve damage has been completed. The complaint device was not returned for analyzing. Data log was reviewed and no motor current spike was observed outside of p-level changes. No positioning issue alarms were seen. Many suction alarms occurred on the first day of impella support and resolved by the end of the first day. Clinical team said the patient's cvp was low. There were flow issues after insertion that prompted troubleshooting with red blood cell (rbc) infusion and the clinical team reported that the patient responded well to volume. The cause of the low pump flow issue most likely was patient condition related since data logs showed suction alarms improved after clinical mention of rbc infusion and that thepatient responded well to volume. Clinical information stated: the pump was shallow and repositioned only to be explanted due to the pump causing aortic insufficiency. Explant happened after 32 hours. No valve surgery or repair was noted. Limited clinical details on how it became shallow were given. The cause of the positioning issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. Not enough clinical data provided regarding heart valve damage issue. The cause of the heart valve damage issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. D.6b explant date was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26820.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella cp pump to support a patient admitted in with acute myocardial infarction/cardiogenic shock. The pump was placed, however, there were flow issues that prompted the team to troubleshoot with red blood cells infusion. The patient had a hemoglobin and hematocrit drop prior but no bleed was noted. The pump position was also an issue for this patient. The pump was shallow and repositioned only to be planned to be explanted due to the pump causing aortic insufficiency. No valve surgery or repair was noted and the plan was to explant but no other information was provided.